Event description:
During a conference call, the customer reported a possible over infusion event. The only info provided is : "pantoprazole - inpatient. Sdu/telemetry (2 west)". No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The report of an over infusion could not be confirmed. Although requested, no device or event logs have been returned for evaluation. The root cause of this failure could not be identified.